Event description:
The manufacturer was informed on this event through the publication: ''cusp thrombosis of a self-expandable sutureless aortic valve treated by valve-in-valve transcatheter aortic valve implantation procedure: case report'' by oezpeker et al. Based on the information reported on the paper, a patient presented for treatment of a highly symptomatic low-flow (svi: 23ml/m2/1.73m2 body surface area), low-gradient (mean: 38mmhg) av stenosis (av area 0.52 cm2) with preserved ejection fraction (left-ventricular ejection fraction (lvef): 58%), and a very hypertrophic left ventricular myocardium. The patient underwent a minimally invasive aortic valve replacement, and a perceval valve size m was implanted in (B)(6) 2016. Both the intra- and post-operative course were uneventful. Discharge echocardiography showed a mean pressure gradient (mpg) across the av of 7mmhg without av regurgitation. The patient was readmitted 10 months after ((B)(6) 2017) with symptoms of recurrent heart failure, dyspnoea, pulmonary congestion (oxygen saturation 94%), peripheral oedema, mild end-diastolic murmur, paced heart rate 78 b.p.m., nyha IV, and increased nt-probnp. Transthoracic echocardiography demonstrated recurrent av stenosis (av area 0.92 cm2), with a mpg of 12mmhg with severe regurgitation and a preserved lv-ef. In (B)(6) 2017, transoesophageal echocardiography (toe) showed an immobile right-coronary cusp (rcc) due to bioprosthetic valve thrombosis (bvt). Cardiac computed tomography (CT) scan revealed a 12 x 4.9 mm thrombus at the ventricular aspect of the rcc and the right non-coronary commissure with an elliptic expansion shape (22.6 18.8 mm) of the bioprosthesis at the annulus level. Pharmacological therapy for thrombus resolution was initiated with systemic heparinization (aptt 50-60 s) followed by acenocoumarol (target inr: 2.5-3.5) for 3 months, according to the current guidelines/ recommendations. Because of further clinical deterioration and failure of thrombus resolution ((B)(6) 2017), the patient was considered for redo-savr or viv-tavi. Due to the high surgical risk, a transfemoral viv-tavi was performed under general anaesthesia using a 23mm edwards-sapien 3 bioprosthesis in (B)(6) 2017. The procedure was completed uneventfully, and the patient had an uneventful post-operative course. The patient was discharged home on day 7 after tavi with the following anticoagulation regime: acenocoumarol (target inr 2-3) and 100 mg aspirin once per day.

Manufacturer narrative:
Device not explanted; tavi viv performed.

Manufacturer narrative:
The manufacturer attempted to retrieve additional information on the reported event and the device involved. However, no further information was received to date. Since the device serial number is unknown, and the device remains implanted, no further investigation is possible at this time. Based on the available information, it is not possible to draw a definitive conclusion about the relationship between the device and the reported event. As reported in the publication, the perceval valve was correctly sized and positioned at the time of implant. As such, based on the evidences available, it is possible to exclude a device malpositioning or mis-sizing, that may contribute to turbolence with increased shear stress, as potential contributory factors to the event. Ultimately, because of the limited information surrounding the device functionality over time, patient factors, and since no investigation was possible, the root cause cannot be established at this time. Should additional information be provided, the manufacturer will provide an update to this reporting activity as applicable.